Event description:
It was reported that during an eval conducted by a MFR field service tech, the rover power plug was found to be melted. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service rep was sent to the user facility for an unrelated issue and the plug damage was discovered. A quality investigation is pending. A f/u report will be submitted if the investigation results require.